Manufacturer narrative:
Sections a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the preloaded intraocular lens (iol) was inserted, there was a scratch in the center of the lens. No patient injury was reported. No medical intervention was required. Through follow-up, we learned that the customer provided a video in which a crack in the lens can be observed. No further information was provided.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes device evaluation: a picture provided by the customer was evaluated. No suspect product was received. The picture showed an eye being implanted with a lens and a paracentral scratch like mark. No further evaluation could be performed and no further issues were identified. The complaint issue "lens damage" was not identified during photograph and product evaluation. The observed "cosmetic issue" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.